Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report for "no video display" was observed and attributed to the disconnected display cable. Therefore, the display cable was reseated to resolve the problem. However, the device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.